Manufacturer narrative:
An ion system log review was performed. No related system errors were observed to have occurred during the ion procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during the ion endoluminal nodule biopsy procedure, the patient experienced pulseless electrical activity (pea) arrest. The physician stated that the patient, during an ion procedure, was ¿experiencing hypotension, which progressed to 2nd and 3rd degree heart block and then a pulseless electrical activity (pea) arrest. The positive end-expiratory pressure (peep) was decreased to improve the blood pressure.¿ the ion procedure was terminated when resuscitative measures were initiated. The patient responded to advanced cardiac life support (acls) administration and epinephrine. The patient then developed non-sustained polymorphic ventricular tachycardia events which responded to administration of magnesium. The physician stated that the patient did not have any concerning symptoms prior to the procedure. He stated that she did experience exertional dyspnea and the patient¿s family indicated that she has been experiencing chest pressure. The patient does not have a history of cardiac disease; however, she does have multiple risk factors. The patient was hospitalized and after monitoring and treatment, was fully recovered and discharged home.